Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "e0e" error code observed on the heater cooler unit. The unit was rebooted and the error message did not clear. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.